Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that patient underwent a partial mesh removal on (B)(6) 2012.

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(6) 2013 by dr. (B)(6) at (B)(6) hospital due to sui, urge urinary incontinence and history of eroded vaginal mesh.

Manufacturer narrative:
Additional patient codes: (B)(4) - hematuria additional narrative: it was reported that following insertion the patient experienced hematuria.